Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was 273 mg/dl. The customer reported that the buttons were about to explode off pump and cannot press buttons to give insulin. Customer stated that using the down arrow does not allow them to navigate screens. The customer reported that the time clock was advancing. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with all buttons responding properly. The insulin pump passed the self test and the displacement test. The insulin pump was received with pillowing keypad overlay.